Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Review of the logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile (left eye). No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the bcc check for the left eye(os) was done immediately before treatment start. During on site visit, fse (field service engineer) completed verification and fully qualified system. System meets specifications as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported epithelial ingrowth and fibrosis at side cut during a lasik procedure on a patient¿s right eye. Fibroids continue to grow around the edges of the flap and are almost entirely round the flap edge. The patient was told to use artificial tears and cyclosporine ophthalmic emulsion topically daily. Approximately one month post-operatively, allergies and minor epithelial ingrowth are still noted. The patient continues to use topical drops and take supplements. The patient is reported to be doing well and is happy. There are multiple related reports for this facility. This report addresses patient am's right eye and other manufacturer reports will be filed.